Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a superficial wound dehiscence. The incision site was incompletely approximated. The patient reported episodes vigorous movement of the left arm and felt the incision disrupt after "swinging arm." It was also noted that the right atrial (ra) lead had dislodged. The lead thresholds were unstable and had increased to high levels. Loss of capture was noted. The lead was explanted and replaced. The pocket was revised and the cardiac resynchronization therapy defibrillator (crt-d) remains implanted and in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.